Event description:
In 2006 - a dental imp was placed in tooth location #18. Two days later - the imp was removed from the pt's mouth. Approx 8 months later - the clinician indicated surgical intervention was necessary to remove the imp from tooth location # 18. This was due to pt injury of the mandibular canal causing paresthesia in the imp area. Post-operative - the clinician stated nine month's later, the pt is getting better, but the lip area in the imp insertion is still numb. Placement of another imp will be conducted after disappearance of the pt's paresthesia.